Manufacturer narrative:
Correction b5. The allegation is against 1 of 2 octrode lead kit, 60cm length; however, it is unknown which octrode lead kit, 60cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000166558. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.

Event description:
The investigation was unable to determine the lead that is associated with the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the lead was explanted and replaced to address the issue. Effective stimulation was established.